Event description:
Procedure type: anastomosis. According to the reporter: four days post-operatively, the staple line at the back part of anastomosis did not hold. The anastomosis was redone. The patient is in well current condition. No further information has been disclosed.